Event description:
It was stated that if the hcp put the suture too tight at the anchor it cut through. It was stated the anchor should be reinforced. Additional information reported the event was more than a year prior and they made the observation in passing and did not think it was a significant problem. It was unclear if this information pertained to this event.

Manufacturer narrative:
(B)(4).